Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument would not grasp the clips. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement test. The grips clip test was performed and failed. The instrument was found to have a derailed grip cable at the proximal end. The instrument was found to have an input disk cracked. Hairline cracks were found on input #6. Improper cleaning during reprocessing most commonly causes this failure.